Event description:
Error 51. Device history record was reviewed, no issue found. Device history log of volumat mc agilia us ((B)(4)) was reviewed, errors 37 (x3), 21(x1), 99 ocs test (x3), 24 (x1), 01 (x1) and 51 (x1) have been found. Error 51 is not linked to 21. Issue reported confirmed by the technical service team. During internal inspection, damages to the pump block post were found. Ocs test failed and powerboard was found to be malfunctioning. These damages and power button not working are linked to improper handling of the device since the pump may have been dropped. These parts were replaced to resolve the issue. Errors 01, 21, 24 , 99, 37 and 47 were linked to the improper handling as they happen after the first presence of error 01 in the log and no more infusions could be started afterwards. Error 51 found was not linked to the improper handling, presence of this error (before the error 01) did not prevent from starting further infusions. Device was also overdue for maintenance. Thus, battery was replaced. The device was cleaned and tested post repair per quality control checklist and reportedly functioned as intended and was released for further use.